Event description:
A (B) (6) customer stated that her blood glucose was tested using her contour meter and a lab test. The contour read 6.8 mg/dl (122 mg/dl), while the lab test gave a result of 4.0 mmol/l (72 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.